Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a cardiac tamponade occurred. The case was aborted; however, the patient was not under general anesthesia. The patient¿s hospitalization was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.